Event description:
The customer reported that the bedside monitor froze and they were unable to change the overview or silence alarms.

Manufacturer narrative:
(B)(4): the customer reported that the bedside monitor froze and they were unable to change the overview or silence alarms. In an abundance of caution, we will report this complaint since the customer alleged a frozen monitor, and philips cannot yet rule out a screen freeze that may be difficult to detect. Once the required data is available a full investigation will be conducted and a corrective action will be formulated if necessary. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.